Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their infusion set became detached from their body, causing their blood glucose to elevate. The customer's blood glucose was 577 mg/dl. It was found the customer had excessive thirst and was confused due to their high blood glucose. Customer treated their blood glucose with a manual injection. No additional information provided.